Event description:
A boston scientific excelon transbronchial aspiration needle, 21 ga. Procedure: bronchoscopy with fine needle aspiration/biopsies. Aspiration of specimen obtained without incident. Expelling specimen into cytolyt container was inconsistent. Air flush done twice with aspiration syringe without producing specimen. Used 10 cc syringe with 2 cc, 9ns to push specimen out. Saline leaked out onto floor. Tired 3rd air flush and was able to expel specimen from aspiration catheter. Went on to use a new kit without problems.